Event description:
It was reported that an unknown quantity of unspecified empty intravia bag broke off while attempting to disconnect tubing spike out of the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.